Event description:
A nurse contacted baxter's technical service center reporting that the home patient (hp) expired. The homechoice (hc) machine was sequestered by the family retained lawyer. Product surveillance received follow-up information from global pharmacovigilance on 2/9/2010. The nurse received a call from the patient's daughter indicating the patient expired on (B) (6)2010 of a heart attack. Reportedly, the patient was performing peritoneal dialysis (pd) therapy up until her death. It was unknown if the patient was performing pd therapy at the time of death. In the nurse's opinion the event of fatal heart attack was unrelated to the dianeal therapy. An autopsy was performed, but the nurse declined to provide the autopsy results. The nurse declined to provide further information due to litigation. Product surveillance attempted to contact the facility on 7/26/2010 regarding hc cycler status. The nurse reported she has been unable to retrieve the hc device which remains sequestered by the attorney. No further information was provided.

Manufacturer narrative:
(B) (4). The device currently remains sequestered with the family lawyer; therefore, an evaluation has not been performed.